Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('3 mm endometriotic implant on the bladder reflection and a 1 mm implant in the posterior cul de sac') and device dislocation ('3 mm endometriotic implant on the bladder reflection and a 1 mm implant in the posterior cul de sac') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, nabothian cyst, dysmenorrhea, paratubal cyst and endometriosis. Previously administered products included for an unreported indication: valium, ketorolac tromethamine, loestrin fe, loestrin and cytotec. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, headache and migraine outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: right & left: 2 trailing coils each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a 1 mm implant in the posterior cul de sac. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('3 mm endometriotic implant on the bladder reflection and a 1 mm implant in the posterior cul de sac') and device dislocation ('3 mm endometriotic implant on the bladder reflection and a 1 mm implant in the posterior cul de sac') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, nabothian cyst, dysmenorrhea, paratubal cyst and endometriosis. Previously administered products included for an unreported indication: valium, ketorolac tromethamine, loestrin fe, loestrin and cytotec. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, genital haemorrhage, hypersensitivity, autoimmune disorder, headache and migraine outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: right & left: 2 trailing coils each. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: a 1 mm implant in the posterior cul de sac. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical record received. Reporter information added, case became medically confirmed. Patient middle name and demographics, medical history, essure insertion and removal date and reporter causality added. New event: 3 mm endometriotic implant on the bladder reflection and a 1 mm implant in the posterior cul de sac was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache and migraine outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.